Event description:
Allegedly, during transurethral resection of a bladder tumor, the doctor noticed the device was not resecting. When he removed the instrument, he noticed a minor burn right above tumor on bladder wall. He then discontinued use of the bipolar instrumentation and switched to monopolar mode and instrumentation to complete the procedure. The doctor stated the pt did not need any medical attention for this burn, that it would heal by itself. Pt condition is good. MFR 9610617-2013-00049.